Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the distal conductor is distorted in the connector at 1.0cm, no helix testing possible, no stylet testing possible. Lead passed introducer test.

Event description:
It was reported that during a system upgrade procedure, fluoroscopy of the subclavian vein showed narrowing after the dye was infused. Access was obtained, but the wire, sheath, and lead placement were all indicated to be difficult. Once the right ventricular lead was in position, the helix was difficult to extend and retract. The lead needed to be repositioned and the stylet was indicated to be difficult to insert and the helix did not retract after an excessive number of turns, but eventually retracted after 3 minutes. The lead was noted to be repositioned and the helix would not extend and then extended automatically when the stylet was inserted into the lead. The helix was not able to be retracted while in the patient¿s body. The helix was noted to have retracted after the lead was removed from the patient. The helix was attempted to be extended again, but it would not extend or retract. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.